Manufacturer narrative:
Upon follow-up with the consumer we have confirmed that there was not a malfunction of the brush. This case was reported in error as a malfunction MDR.

Event description:
Center brush came off and disappeared [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the center brush of the oral-b brushhead, version unknown came off and disappeared after the first use. The consumer did not know if it was swallowed, or if it went down the drain. No symptoms developed. 02-nov-2015 received follow-up: the consumer reported having two types of replacement brush heads. One type was described as a round brush with a center made of yellow resin, and the other type was composed entirely of a brush. The consumer stated it was his or her misunderstanding.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Center brush came off and disappeared [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the center brush of the oral-b brushhead, version unknown came off and disappeared after the first use. The consumer did not know if it was swallowed, or if it went down the drain. No symptoms developed.